Manufacturer narrative:
It was reported that the patient was non-compliant with their medications. No programming changes were made. No adverse patient effects were reported. The device remains in service.

Event description:
Boston scientific crm received information that this device delivered inappropriate shocks for a supraventricular tachycardia eventually exhausting therapy.